Event description:
The patient reported since implant of sacral nerve stimulator on (B)(6) 2026, "a possible interaction between previously implanted inspire device and the newly implanted [medtronic sacral nerve stimulator] device." They reported that the first two nights after the [(B)(6) sacral nerve stimulator] was implanted, their inspire device for sleep apnea "began pulsing harder and caused a feeling of thickness in the tongue." The patient described the sensation as similar to when they first had the inspire device implanted and "the stimulation setting was too high.¿ the patient stated that they had another appointment with the physician that implanted the [(B)(6) sacral nerve stimulator] yesterday and they ¿did not offer any explanation or advice on how to improve the situation." Outcome (any actions being taken): the patient declined a new/list of providers - will self-schedule, and was provided with the number for a patient support representative. Patient reported having another implant for sleep apnea (inspire) that was implanted approximately 2.5 years ago. The patient stated that the first two nights they went to bed and turned on the inspire, it worked fine and did not bother them; however, over the last two nights, as soon as they fell asleep, it started hurting in their mouth and the back of their throat. The patient also mentioned they are trying to recover from a severe chest cold with coughing. The patient was redirected to their healthcare provider to further address the issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).